Event description:
It was reported that the pump would not turn on and the top case was damaged. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was and the right plunger case were broken and was missing a portion of bottom case seal. Unable go into pump history due to power up problem. During functional testing the reported problem was duplicated during power up process. Visual inspection confirmed the broken right plunger case and damaged bottom case seal. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The root cause of physical damage was due to customer impact. Replaced interconnect board and main board. Replaced interconnect printed circuit board (pcb). Replaced the top case, all the plastic parts of plunger assembly and bottom case. Performed preventative maintenance and all functional testing.